Event description:
It was reported that the pt's internal device has been implanted anterior to the typical location. The device interferes with the pt's eyeglasses. Surgery has been scheduled to re-position the device.